Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous de novo right coronary artery that is 70% stenosed. A non-abbott guide wire was advanced a 3.0x18mm non-abbott balloon was used to predilate the lesion. The 3.5x12mm nc trek balloon dilatation catheter was also advanced and inflated to pre-dilate the lesion; however, ruptured at 14 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.